Event description:
Customer reported device displayed a result = lo prior to dosing the strip. Customer ran a blood test within a minute of the result, and = 137 mg/dl. No treatment was received. A request was made for return product and replacement product was sent.